Event description:
A (B) (6) male pt contacted lifecor customer support to report that the device would not power up. He stated that neither battery pack would start the monitor or charge on the charger. Support had a pt services rep (psr) visit the pt. She stated that neither original battery pack would start the monitor. She stated that new battery packs did start the monitor. The data transfer shows "battery runtime expired" flags. Support had the psr replace the pt's battery packs and remind the pt to change the battery packs every 24 hours.

Manufacturer narrative:
Device MFR date: battery pack (B) (4) - 10/2008. Battery pack (B) (4) - 10/2008. Device eval summary: device eval of battery pack (B) (4) and (B) (4) has been completed. Both battery packs had defective cells on top of the damaged end cap. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery packs. The pt received a replacement battery packs.